Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the exact cause of the event could not be determined. The anatomy at implant is unknown and earlier post-implant films were not provided for comparison, to assess disease progression over the time of implantation of the device. The endoleak was considered to have been a type iiia separation endoleak originating from between the two stent grafts on the left side. It is possible that aneurysm morphology changes may have been a factor in the occurrence of the observed type iiia endoleak but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : it was reported that 96 x 79mm was the size of the aneurysm when the patient presented emergently. Correction to b5;the patient expired during the procedure. B5; additional information received it is unknown which limb with the 16x16x124 specifications - (B)(6) was part of the iiia endoleak along with the etlw1620c93e. This patients films from 3 months prior were reviewed by the sales rep and physician. It was noted that the leak/dissociation was present a that time also. The sac was large at that time but the physician had noted it was stable and had not grown or shrunk. The physician also stated that the aneurysm remodeled anteriorly in such a way that it must have dissociated the limb but was very hard to see on the follow up CT. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c93e, serial/lot #: (B)(4), ubd: 06-dec-2017, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 06-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 96 x 79mm abdominal aortic aneurysm.  It was reported the patient presented emergently approximately 5 years post the index procedure with an aneurysm rupture. The patient was brought for intervention and the physician attempted an open repair but the physician expired during the procedure. It was reported the physician had seen this patient 3 months prior to the patient presenting and didn't see any evidence of any leaks.  As per the physician the cause of the event was a type 3 endoleak between the 16x16x124 bridge limb and the 16x20x93. The cause of death was the ruptured aneurysm.  No additional clinical sequalae were provided and the patient will be monitored.